Event description:
This rv lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2011 during a device change out. The rv had normal sensing, impedance and threshold testing but the physician elected to explant it since it was recalled. There were no adverse events. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).